Manufacturer narrative:
A ge service representative performed an onsite investigation. The reprsentative found a loose coin battery on one of the system's circuit boards and reseated the battery. The representative also reseated the system's printed circuit boards and cables. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot and did not display correct date. No patient serious injury or death was reported related to this event.